Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as the measurements trends. This device remains in service. No adverse patient effects were reported.